Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report. Same patient event as MDR 8031020-2011-0004.

Event description:
It was reported, locking screw and insert pulled out after compression was done with plate.